Event description:
It was reported that "[doctor] states defect in mini grip/mini lap: instrument cuts the tissue of pt instead of gripping the tissue". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "no sample was available for investigation. The DHR was reviewed. All operations and documentation were completed, and no problems were found. The device was manufactured on october 23, 2023. The root cause is undetermined at this point. There was no sample available for investigation. All records show that the device was manufactured by design specification. No corrective action is necessary currently since the root cause is undetermined." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the quality department received the returned device. The device was in a plastic bag with the outer 'disinfection tag.' Visually, the device was in good condition, and the function test of the device was acceptable. The qa department compared the returned device with a device currently in production. Both devices visually and functioned the same. Pictures and videos were taken to demonstrate. The DHR was reviewed. All operations and documentation were completed, and no problems were found. The device was manufactured on october 23, 2023. The root cause is undetermined at this point. All records show that the device was manufactured by design specification. No corrective action is necessary currently since the root cause is undetermined." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[doctor] states defect in mini grip/mini lap: instrument cuts the tissue of pt instead of gripping the tissue". No report of patient harm or injury.